Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the main drawer main drawer 4 clicks when opening. The customer requested fst to help fix broken drawer. Drawer will unlock but clicks when trying to open, does not pop open, basic troubleshooting has been done and it is a hardware related issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had had a main drawer 4 failing to pop open. The field service engineer replaced the bad rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.